Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, despite the fact that the handle was fully charged in the previous procedure, the battery memory had reduced to about 1/3 in the latter half of the operation (the operation was about 3 hours). There was no mark indicating that two complete firings remained, so the device was continued to be used, but during the first firing, the power suddenly turned off. At that time, it was thought that the handle had not been fully charged, and it was returned to the charger again to be charged. The handle did not power on when they removed it from the charger at the time of preparation for the procedure at a later date. When the charger was observed, the liquid leaked and was solidified. The event occurred during the procedure but the product was not used for patient.

Manufacturer narrative:
Additional information: b5, g4. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, despite the fact that the handle was fully charged in the previous procedure, the battery memory had reduced to about 1/3 in the latter half of the operation (the operation was about 3 hours). There was no battery level indicator displayed, so the device was continued to be used, but during the first firing, the power suddenly turned off. The battery level was exhausted by only one firing. At that time, it was thought that the handle had not been fully charged, and it was returned to the charger again to be charged. The handle did not power on when they removed it from the charger at the time of preparation for the procedure at a later date. When the charger was observed, the liquid leaked and was solidified. The event occurred during the procedure but the product was not used for patient.

Event description:
According to the reporter, during a procedure, despite the fact that the handle was fully charged in the previous procedure, the battery memory had reduced to about 1/3 in the latter half of the operation (the operation was about 3 hours). There was no battery level indicator displayed, so the device was continued to be used, but during the first firing, the power suddenly turned off. The battery level was exhausted by only one firing. At that time, it was thought that the handle had not been fully charged, and it was returned to the charger again to be charged. The handle did not power on when they removed it from the charger at the time of preparation for the procedure at a later date. When the charger was observed, the liquid leaked and was solidified. The event occurred during the procedure but the product was not used for patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle.visual inspection of the opened handle found that both batteries were vented, wet with electrolytic fluid. An analysis of the system logs noted an initial ization software fault. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a software fault which held the batteries at high charge. Under these conditions, the battery cells vented, causing them to leak electrolytic fluid. Improvements have been initiated to mitigate this condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.